Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to pain, adhesions, and tibial tray migration and loosening at the cement to implant interface. The surgeon noted some tibial bone loss due to the migrated tibial tray. The tibial tray and tibial insert were the only products revised. Depuy cement was used during the primary operation. Doi: (B)(6) 2015. Dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 150600007, work order (B)(4) was manufactured on 08/october/2014. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no nrs/deviations associated with this lot. There were no capas associated with this lot. No reprocessing associated with this lot. No scrap parts associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> product code 150600007, work order (B)(4) was manufactured on 08/october/2014. (B)(4) were manufactured per specification and all raw materials met specification. There were no nrs/deviations associated with this lot. There were no capas associated with this lot. No reprocessing associated with this lot. No scrap parts associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.